Manufacturer narrative:
Findings: unit passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. (B)(4).

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
Customer reported that his blood glucose dropped so low he had to go to the emergency room. Blood glucose value at the time of admission 23 mg/dl. Customer also reported that the insulin pump is overdelivering insulin. Nothing further reported.